Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported an infection was present at the ipg and lead site. In turn, the system was explanted, and patient was prescribed oral antibiotics to address the issue. Related manufacturer reference number: 1627487-2022-06763, 1627487-2022-06826, 1627487-2022-06827, 1627487-2022-06829.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.